Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the returned stent with it appearing pinched and wavy. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection ¿ stent. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device however excessive force was not used. It was reported that stent deformation occurred in-vivo during positioning. It is stated that the event was due to use of the device in difficult lesion morphology/ anatomy, i.e. The event was procedural related and not device related. Event was completed using another medtronic device. The patient was reported to be alive with no injury.